Manufacturer narrative:
Alleged failure: the hub overheated and errored upon set up. The failure identified in the investigation is consistent with the complaint record. The root cause is due to a base intake fan/system fan failure. Replacing the fan fixed the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: the hub overheated and error upon set up. The failure identified in the investigation is consistent with the complaint record. The root cause is due to a base intake fan/system fan failure. Replacing the fan fixed the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.